Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged necrotic tissue and wound odor are related to v.a.c.® therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infection: device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On may 26 2016, the following information was reported to kci by the hospital representative: the patient's v.a.c. Therapy was placed on hold on (B)(6) 2016 due to necrotic tissue and odor from the wound. No further information has been provided at this time.

Manufacturer narrative:
Based on the additional information obtained from the et nurse and the completed device evaluation, kci's assessment has changed; it was confirmed that the alleged necrotic tissue and wound odor per the et nurse was related to the patient's comorbidities and not related or caused to v.a.c.® therapy. Kci has determined this event not reportable.

Event description:
On (B)(6) 2016, the following information was reported to kci by the enterostomal therapy (et) nurse: the patient's v.a.c. Therapy was placed on hold on (B)(6) 2016 due to necrotic tissue and odor from the wound, but there was no allegation against v.a.c. Therapy. The necrotic tissue and odor were not related to or caused by v.a.c. Therapy, but were caused by and related to the patient's comorbidities. On (B)(6) 2016, the device was tested per quality control (qc) procedures by kci technical services, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. After a post patient placement quality control (qc) procedure by kci field service on (B)(6) 2016 the unit passed and underwent a subsequent patient placement. The unit was tested by kci quality engineering on (B)(6) 2016 and again passed qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.